Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion. It is unknown if the lesion was pre-dilated. The delivery/stent device became stuck while attempting to retract back into the guide catheter. The entire system was removed without incident. No patient injuries or complications occurred.